Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres in 5 seconds, the balloon was ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.